Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 08/26/2023, it was reported by a sales representative via sems that an ar-6410 tubing was leaking when the pump was started. This was discovered during a asad/posterior labral repair procedure performed by dr lim la. The procedure was completed successfully by changing to a new tubing, there is no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a supplier manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.